Event description:
After informed consent was obtained, the patient was brought into the cardiac catheterization laboratory (ccl) laboratory and prepped and draped in standard sterile fashion. Time out was performed with all members of the team. Issue: failure was noted after implantation and during testing thresholds. Device was not detached from the delivery system and was able to be retrieved. New device was implanted and accepted thresholds were obtained. Patient tolerated procedure well. No patient harm. Manufacturer response for micra av pacing system, micra av (per site reporter) device given to medical field representative.